Event description:
It was reported that pump displayed malfunction code ¿malf 9¿ with an associated fault ID and that issue recurred even after customer reset pump using information provided by technical support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.